Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. Bases on the results of the investigation a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a diagnostic colonoscopy completed without delays.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for use, the front panel of the flushing pump don't work with light ignition flashes and the pump does not work. There were no reports of patient harm.